Manufacturer narrative:
Additional information has been provided in b.2., and h.11. Upon further review of the reported information, following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative on behalf of the facility reported that the leading haptic was already out. There was no patient contact. Surgery was performed on the same day. Additional information has been requested.